Event description:
It was reported to boston scientific corporation in 2005, that an enteryx procedure kit was implanted in a patient in 2004, (patient age, gender and weight are unknown). Six injections were performed, delivering a total of 7.9 cc's of enteryx solution. It was reported that all of these injections were intramuscular and none were submucosal. According to the complainant, the patient experienced an onset of dysphasia the following month. The patient underwent three esophagogastroduodenoscopies (egds) with dilation (2004, two days in 2005) and noted that the dysphasia was still present, but the symptoms had improved. The patient also noted that they did not experience any weight loss.

Manufacturer narrative:
The device remains implanted in the patient; therefore, a device evaluation cannot be performed. Note: this product was removed from the facility in 2005. Boston scientific corporation no longer produces the reported product.